Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-aug-07. It was reported that the cause of being unable to aspirate was unknown. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The current drug being delivered was 20 mg/ml morphine (unknown) at 1.502 mg/day and the new drug being delivered was 10 mg/ml morphine (unknown) at 1.8 mg/day. The reason for use was non-malignant pain and postlaminectomy pain. It was reported that they are not replacing the catheter today ((B)(6) 2018). At the case they were not able to aspirate the drug from the catheter. There was no csf backflow intraoperatively. Drug in the reservoir is different from drug in catheter so the technician helped with a partial bridge. There were no symptoms reported. The rep called back stating the hcp wants clarification on the amount for the partial bridge bolus. Caller stated the programmer is showing 2.303 mg and the hcp does not think this is correct. A partial bridge bolus was reviewed and the difference between the true bolus amount versus what will be shown on the programmer. The hcp stated she understands now and the that amount patient is getting over the 61 hours and 20 minutes will be 4.6 mg. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.